Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastroplasty, in pouch connection and anastomoses of the intestinal tensions, the patient presented bleeding of not more than 500cc in the lines were the two different reload were used. The surgeon waited bleeding to decrease to complete the surgery. No other procedures have been performed. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a device. A visual inspection of the returned film noted staple line bleeding and formed staples that are not properly placed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.